Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that loss of image occurred. The 90% stenosed target lesion was located in a mildly tortuous vessel. A stent was implanted. Ivus was performed with an opticross imaging catheter; however, the image disappeared when pullback was started. The procedure was completed with another with same device. No patient complications were reported and the patients condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).